Event description:
The physician had performed the greenlight pvp (photoselective vaporization of the prostate) procedure for symptomatic bph on a patient. The procedure and initial post-op was uneventful. Six weeks post-op the patient required hospitalization and blood transfusion.